Event description:
It was reported that the device was found to be in backup vvi reset mode via merlin.net transmission on an asymptomatic patient. The device code was re-downloaded successfully and the patient will be monitored.